Event description:
It was reported that a patient experienced an atrial fibrillation. Electrical cardioversion and radiofrequency ablation were performed to treat the event, and the issue is ongoing. The physician stated that it was a worsening of the patient's pre-existing condition. It was further reported that the original procedure took place on (B)(6), the patient experienced the issue on (B)(6). The patient required hospitalization. No further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updated fields b3 date of event and b5 with new information obtained. Impact codes h6 updated: f08 hospitalization or prolonged hospitalization added.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced an atrial fibrillation. Electrical cardioversion and radiofrequency ablation were performed to treat the event, and the issue is ongoing. The physician stated that it was a worsening of the patient's pre-existing condition. No further information was provided.